Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate hv therapy and antitachycardia pacing were observed for atrial fibrillation with high ventricular frequency. No intervention was reported. Patient condition was good.